Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "damaged implant" (rupture).

Event description:
Healthcare professional reported through distributor a "damaged implant". This record is for the left side. The device was explanted.